Event description:
The customer reported a battery failure where the batter was fully charged then showed low battery.

Manufacturer narrative:
(B)(4). The customer reported a battery failure where the battery was fully charged then showed low battery. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.